Event description:
It was reported that during a thrombolysis treatment procedure a guide wire tip break occurred. The target lesion was located in a thrombosed posterior tibial artery. The journey str 300cm guide wire was inserted into the patient. After performing thrombectomy the guide wire broke off inside the patient. The physician was able to snare out the guide wire tip successfully. The procedure was completed with another same device. There were no further patient complications reported and the patient's status is fine.

Event description:
It was reported that during a thrombolysis treatment procedure a guide wire tip break occurred. The target lesion was located in a thrombosed posterior tibial artery. The journey str 300cm guide wire was inserted into the patient. After performing thrombectomy the guide wire broke off inside the patient. The physician was able to snare out the guide wire tip successfully. The procedure was completed with another same device. There were no further patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the journey guide wire was received separated into two pieces. The core wire was fractured near the proximal edge of the inconel connector proximal from where the high torque sleeve (hts) meets the core wire. The fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the core wire at the fracture surface and the adjacent portions of the wire confirmed there was no evidence of any material or manufacturing deficiencies contributing to the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).